Event description:
In 2008, the pt reported that in the past he has had his insulin infusion set fall off in extreme temperatures. He stated he now uses liquid adhesive to attach the headset when out in the extreme heat. The pt also mentioned that in the past he has had the dog and a door knob pull the tubing which has caused the headset to pull out. He said each time this happened he changed his infusion set without complications. The pt did not reported blood glucose concerns related to this issue. The pt did not require assistance from a healthcare professional or second party to address the issue. No product was requested to be return for eval.

Manufacturer narrative:
No product will be returned for eval.